Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left insert had migrated into her uterus (first essure)") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("left insert had migrated into her uterus (first essure)"), dysmenorrhoea ("menstrual pain"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (plantiff underwent hysterectomy and left-sided salpingo-oophorectomy.). At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain, migraine, rash, alopecia, fatigue, dyspareunia, anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, migraine and rash to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and orthotrycyclin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on 9-nov-2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, abdominal pain, migraine, rash, anxiety, depression and weight increased outcome was unknown, the dysmenorrhoea, fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving and the alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Approximate weight at time of essure placement: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, device expulsion, pelvic pain, uterine perforation most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet received. Event outcome was updated for the event: dysmenorrhea (cramping). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and orthotrycyclin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain"), pain in extremity ("leg pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, abdominal pain, migraine, rash, anxiety, depression, weight increased and blepharospasm outcome was unknown, the dysmenorrhoea, fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving and the alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blepharospasm, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Approximate weight at time of essure placement: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, device expulsion, pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus") in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and orthotrycyclin. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, migraine, rash, anxiety, depression and weight increased outcome was unknown, the alopecia had resolved and the fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). On (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well. On (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, device expulsion, pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), headaches, nausea, perforation (uterus), weight gain, back pain, hydrothermal ablation of the endometrium and hysteroscopy sterilization with essure device were added, outcome of the events were updated. Lot number received. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus") in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and ortho tri-cyclen. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, migraine, rash, anxiety, depression and weight increased outcome was unknown, the alopecia had resolved and the fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well. (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, device expulsion, pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus/ migration') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and orthotrycyclin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain"), pain in extremity ("leg pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (ablation and hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, abdominal pain, migraine, rash, anxiety, depression, weight increased and blepharospasm outcome was unknown, the dysmenorrhoea, fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving and the alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blepharospasm, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). On (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well on (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Approximate weight at time of essure placement: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity.. Lot number:621676, manufacturing date:2006/10, expiration date:2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2020: quality safety evaluation of ptc (product technical complaint. On 16-mar-2020: fu 10&11 process together- pif received: reporter was added, no new clinically significant information were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left insert had migrated into her uterus (first essure)/malposition of essure device location of: uterus/failure to occlude (close) fallopian tube(s)/ perforation uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation of the endometrium and hysteroscopic sterilization with essure" on (B)(6) 2007. The patient's medical history included endometriosis (not recovered prior to essure), cervical dysplasia, menses irregular and vaginal discharge. Previously administered products included for an unreported indication: depo-provera and orthotrycyclin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen from 2007 to 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), migraine ("migraines/ migraines / headaches"), rash ("rashes"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("abdominal cramping/cramping"), headache ("migraines / headaches"), nausea ("nausea"), back pain ("back pain"), pain in extremity ("leg pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with surgery (hysterectomy full and left-sided salpingo-oophorectomy, vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, abdominal pain, migraine, rash, anxiety, depression, weight increased and blepharospasm outcome was unknown, the dysmenorrhoea, fatigue, dyspareunia, abdominal pain lower, headache, nausea, back pain and pain in extremity was resolving and the alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blepharospasm, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent hysterectomy and left-sided salpingo-oophorectomy with removal of essure device on or about (B)(6) 2008. Cross referenced with case number : (B)(4). On (B)(6) 2007: right tube: two coils were seen, left tube: five coils were seen, the patient tolerated the procedure well. On (B)(6) 2007: the left implant was found easily in the endometrial cavity it was easily removed with flexible grasper, after that new implant was placed without difficulty into the left tube three coils were seen well into the endometrial cavity. Approximate weight at time of essure placement: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed migration of one of the essure devices. Unilateral occlusion (right tube occluded), malposition of essure device and perforation (uterus); on (B)(6) 2008: both sides occluded, identified on the current exam is occlusion of both fallopian tubes with appropriate position of sterilization devices. No spillage into the peritoneal cavity. Lot number: 621676, manufacturing date: 2006/10, expiration date: 2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.